Manufacturer narrative:
The following other devices were also listed in this report: mck tibial baseplate-lm/rl-sz 7; cat# 180607; lot# 26220914-01; mck tibial onlay insert-sz 7-8mm; cat# 180707-1; lot# 12020414-3; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Conversion of mako uni to primary knee.

Manufacturer narrative:
An event regarding revision involving a mako femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Conversion of mako uni to primary knee.